Event description:
It was reported that the user received an ¿insulin set expired¿ notification indicating it was time to change the infusion set and, during the supply change, inadvertently detached the infusion site from the needle, requiring use of a new infusion set before successfully resuming insulin delivery. No reported symptoms. Outcomes included restoration of insulin delivery without need for medical care. Investigation included troubleshooting and user education on timely infusion set changes and correct infusion set deployment and connection. Investigation of this case revealed an infusion set deployment error during the supply change, which was resolved by replacing the set and restarting delivery. It was concluded, based on previously established findings for similar reports, that the cause was user technique during infusion set change.